Event description:
(B)(6) 2012 - patient fact sheet was received, which identified part/lot information.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
Litigation papers allege the following: the patient suffers right hip pain and difficulty walking. The patient has elevated metal ion levels, which are being monitored by his surgeon. The patients right asr hip implant was scheduled to be explanted during the same procedure as the left, but the surgery on his right hip was postponed due to an unexpected drop in the patients blood pressure during surgery. The patient will be re-evaluated in (B)(6) 2012 for a decision regarding his right revision surgery.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.